Event description:
The facility representative reported a flogard infusion pump with an occlusion. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
Complaint no: (B)(4). Device evaluation: the customer reported condition of a occlusion was confirmed during review by the quality engineer as a downstream occlusion. It was found that the latch roller was covered by tape. The tape was removed from the latch roller to resolve the reported condition. A service history review was performed which revealed that there were no prior service events related to the reported condition. Should additional relevant information become available, a follow-up MDR will be submitted. If additional relevant information is received a follow-up will be submitted.